Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed upon investigation, the power brick was defective. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The pt received a replacement battery charger.

Event description:
A (B)(6) male pt's aid contacted zoll customer support to report that his battery charger would not power on. The pt was provided with a replacement battery charger.